Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case; the second report is for the additional esheath+ that was used. A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The device was not returned to edwards for evaluation. The complaint investigation was conducted, using a technical summary written by edwards lifesciences. This issue is not related to a manufacturing deficiency, design, reliability, use error, labeling, or device related infection and therefore device history record (DHR) review is not required for this event. This event is within scope of this technical summary and there is no evidence to support a manufacturing/design non-conformance. Therefore, a lot history review is not required. There is no evidence to support that a design/ manufacturing defect has potentially contributed to the complaint; therefore, a manufacturing mitigations review is not required. Imagery was not provided by the site. A review of the relevant instructions reveals similar content as documented in the technical summary. Therefore, the review of the instructions/manuals within the technical summary remain equivalent to the instructions/manuals for this complaint event. The content adequately provides warnings and instructions for use regarding the reported complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force, and any device manipulation used to overcome the difficulty. The complaints were unable to be confirmed as the complaint unit was not returned for evaluation and no procedural imagery was provided. Available information suggests patient factors (undersized vessels, calcification) likely contributed to the difficulty introducing the sheath while procedural factors (high push force) and patient factors (calcification) likely contributed to the distal tip damage. It was reported that there was calcification on the vessel below the renal artery that had a diameter of 5.3mm. Sharp, calcified nodules within the patient access vessel can act as physical obstacles leading to higher push force. Undersized vessel diameters can constrain the sheath increasing friction and subsequently influence push force. These factors combined can create a challenging pathway for sheath introduction and can compound, further leading to difficulty during sheath introduction/advancement. As a result, the operator may apply increased push force to overcome the difficulty, which may lead to the alleged sheath distal tip damage as it interacts calcification. A product risk assessment is not required because there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met. A CAPA/scar is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required.

Event description:
As reported by our japanese affiliate, during a tavr procedure with a 23 mm sapien 3 ultra resilia valve the 14 fr esheath+ was not able to advance, the second 14 fr esheath+ was not able to advance either, even after using a 18fr dilator. A 18fr dryseal sheath was also inserted into the dilator but could not be fully inserted. Therefore, access was changed from left to right. After inserting a 18fr dryseal sheath, the third 14fr esheath+ was inserted from the left femoral artery. A commander delivery system could also be used without issue. The procedure was then completed without further complications. It was observed after removal of the first and second esheath that there were scratches in the vertical direction on the distal tip presumed from the calcification of the vessel. Per follow up the distal tip was mildly split axially.

Manufacturer narrative:
The investigation is still ongoing. This is one of two manufacturer reports being submitted for this case, the second report for the additional esheath+ that was used.